Manufacturer narrative:
Type of investigation not yet determined: failed the leak tests on the balloon pumps they were intended for. The leak tests consistently passed once the original safety disks were reinstalled back into the pumps. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) safety disk failed the leak tests. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The safety disk was returned to getinge's national repair center (nrc) for failure investigation. A getinge technician inspected the safety disk per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the safety disk failing the leak test. The safety disk failed the membrane differential pressure leak test with readings outside of factory specifications. The safety disk failed testing and was sent to getinge's production department for failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a

Manufacturer narrative:
Failed the leak tests on the balloon pumps they were intended for. The leak tests consistently passed getinge field service engineer (fse) when reinstalled original safety disk. They are meant to be replaced based on the amount of hours used. The national repair center installed the safety disk into the cardiosave test fixture. The nrc verified the failure of the safety disk failing the leak test. The safety disk failed the membrane differential pressure leak test, reading 9mmhg, factory specification is +-6mmhg. The safety disk failed testing. Final investigation is completed. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.